Event description:
It was reported after three days, when removing the bandage from the patient's skin, "bubbles" appeared around the lesion where it was treated with a cream. It was necessary to apply a barrier cream to protect these lesions and to continue treatment of the main lesion.